Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("painful cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods") and migraine ("chronic migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain lower, menstruation irregular and migraine to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painful cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), migraine ("chronic migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metorhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, menstruation irregular, migraine, dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menstruation irregular, metrorrhagia and migraine to be related to essure. The reporter commented: received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified).result not provided. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. New events dysmenorrhea (cramping) and metorhagia (bleeding between periods) were added. Lab data added. New reporter added. Patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painful cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, cervicitis, nabothian cyst, adenomyosis and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), migraine ("chronic migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metorhagia (bleeding between periods)") and endometritis ("mild chronic endometritis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menstruation irregular, migraine, dysmenorrhoea, intermenstrual bleeding and endometritis outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, endometritis, intermenstrual bleeding, menstruation irregular and migraine to be related to essure. The reporter commented: received treatment for pain and bleeding. Discrepancy noted in dob: 12dec1973 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified).result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometritis quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painful cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, cervicitis, nabothian cyst, adenomyosis and paratubal cyst. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), migraine ("chronic migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metorhagia (bleeding between periods)") and endometritis ("mild chronic endometritis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)-2017. At the time of the report, the abdominal pain lower, menstruation irregular, migraine, dysmenorrhoea, intermenstrual bleeding and endometritis outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, endometritis, intermenstrual bleeding, menstruation irregular and migraine to be related to essure. The reporter commented: received treatment for pain and bleeding. Discrepancy noted in dob: (B)(6)1973 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified).result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometritis most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received. Reporter information , other relevant history , event : " mild chronic endometritis" added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.